Event description:
Additional information was obtained. A revision procedure was performed. This lead was removed and replaced successfully.

Event description:
Boston scientific received information that one week post implant, this atrial lead displayed increased threshold measurements. In addition, amplitude measurements had decreased. An x-ray revealed this lead was dislodged. A revision procedure will be performed in the near future. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.